Manufacturer narrative:
Evaluation summary: the device is an automatic external defibrillator (AED). Several malfunctions were noted: nibp (non-invasive blood pressure) parameter not functional. The device showed a bp comm error message on the device's display screen. This occurs when the blood pressure board is not communicating properly with the motherboard. The cause of the malfunction was isolated to a connector on the blood pressure (bp) board and the cable connecting the bp board to the motherboard. Both were replaced to correct the issue. Energy delivery below specification. The energy delivered was 228 joules when the device was set for 360 joules. The spec is +/- 10%, or from 324 joules to 396 joules. The cause was isolated to the defibrillator assembly, which was replaced to correct the issue. Energy charge-time outside of specification. The defibrillator charge time was found to be 8.9 seconds; this is above the specification of 7.0 seconds. The cause was isolated to the defibrillator assembly, which was replaced to correct the issue. After repairs, the device passed acceptance testing and was returned to the customer.

Event description:
The user sent the device to the MFR for routine maintenance. The MFR's inspection of the device discovered that the nibp (non-invasive blood pressure) parameter was not functional. In addition, the device's energy delivery and charge time were found to be outside of specs.